Event description:
Complainant alleged that while attempting to cardiovert a (B) (6), female pt the device displayed a "defib fault 196" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.